Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe as it is not related to the device. Anxiety product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported an unknown side rupture and "nodule" as well as noting device "textured". Healthcare provider additionally reported "ruptured large seroma, capsular contracture baker grade IV. The patient presented with large volume seromas, with grade IV capsular contracture and had ruptured breast implant with nodules on the explanted capsule. Inner silicone gel touched patient." This record is for the right side. The device has been explanted.

Manufacturer narrative:
Continued: e.1. Zip conde: (B)(6). The event of "seroma and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma and capsular contracture, baker grade IV

Event description:
Healthcare professional reported an unknown side rupture and "nodule" as well as noting device "textured". Healthcare provider additionally reported "ruptured large seroma, capsular contracture baker grade IV. The patient presented with large volume seromas, with grade IV capsular contracture and had ruptured breast implant with nodules on the explanted capsule. Inner silicone gel touched patient." This record is for the right side. The device has been explanted.